Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa) investigations. Fa replicated and confirmed the customer reported complaint. The harmonic ace instrument was found to have a blade broken. The blade broke at roughly 0.111¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A cracked/broken blade is typically attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace blade fractured when the instrument was activated. The fractured piece was removed. Only one piece fell, and it was retrieved visually. The procedure was completed using a backup harmonic ace. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment of the harmonic ace was retrieved and there were no post-operative tests performed. The instrument was inspected prior to use and there was no damage observed. The instrument was used for dissecting when the event occurred. There was no issue with functionality and no instrument tip collision. Upon final removal of the instrument from the cannula, there was no resistance, no cannula damage, and no additional damage to the instrument. There was no additional impact to the patient and the patient had not returned to the hospital.